Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated the physician thought the device was explanted. No additional information was available regarding the patient or device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at the time of this report. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited premature battery depletion. No adverse patient effects were reported. The device remains in service.